Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the device failed to deploy. The doctor ended up pressing manually to seal the puncture. The doctor ended up managing to maneuver the device and force it to deploy. In the processing the doctor managed to deploy, the black marker was appeared to fast as there was no tension on the device yet. Additional information was received on 05june2020: the procedure was a coronary angiogram using a 6fr procedural sheath. There were no difficulties with the assembly of the device, just the deployment. A pre-deployment angiogram was performed. The doctor had a few issues. The item sent away; device was deployed but the patient had to undergo a femoral cut down to remove the device due to complications. Additional information was received on 08june2020: there was a bit of difficulty with insertion of the device

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip plus device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The arteriotomy locator and poly foil pouch were returned as well. The collagen, anchor and the segment with black marker were not returned with the device. Visual inspection revealed that the carrier tube assembly was mated with the hemosheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The suture at the distal end of the carrier tube assembly had been clearly cut at the clear shrink-wrap marker as can be seen in the attached pictures. There were no tamping tube, anchor and collagen returned. Remaining portion of the suture with black marker was not returned as well. The returned device was consistent with use and appeared to have been properly deployed based on the condition of the device. No other visual anomalies were noted. The remaining accessory components were also analyzed. It was noted that the arteriotomy locator was bent in a curved shape and a kink was noted at the blood inlet holes of the locator. No other visual anomalies were noted. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitively determined based on the available information.